Event description:
It was reported that the 3.5x16 mm graftmaster covered stent was unable to expand beyond 16 [atmospheres] and the leak was unable to be resolved. Another stent was used to treat the leak. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported activation failure including expansion failures could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.